Manufacturer narrative:
During the investigation, a tear in the internal region of the cannula diverted fluid from the fluid path. No corrosion was observed inside the device. Due to the internal tear, the external region of the cannula could not be tested to confirm the reported event. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen for less than an hours. A new pod was applied as treatment.